Event description:
Information received from the field does not address the patient's clinical status but notes that during two separate follow-up visits, the programmer showed that the heart rate histograms, event histograms and event counts were blank.